Event description:
The complainant alleged that the device would intermittently self-charge while in the monitor mode. The complainant did not indicate that the device was in use on a pt at the time of the reported malfunction.